Manufacturer narrative:
The customer did not return the suspected product. The device history record was reviewed for the contour next one meter, serial # (B)(4), which showed no manufacturing anomalies.

Manufacturer narrative:
The customer retuned the suspected contour next one meter (serial # (B)(4)). The meter was evaluated and no readings were found between 04-feb-2019 and 10-mar-2019. An in-house testing was performed using the returned meter with in-house contour next test strips and breeze2 control solution to simulate as blood. All readings obtained during in-house testing were properly stored in the meter's memory.

Event description:
The advocate stated that customer's blood glucose readings from (B)(6) 2019 were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.